Event description:
A patient reports while wearing a pod they had experienced irritation and a rash from the pods adhesive. The patient reports seeing their doctor as well as dermatologist where they had been provided an ointment to be used at the pod infusion site during pod wear.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.